Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue with administering fraction number of medications. A technical support specialist stated that medications didn't have any units of measure configured, orders were ordering for the dosage form, some orders also had a dispense amount of 0, customer made changes in their pharmacy information system to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ es server had an issue with administering fraction number of medications. As per the customer statement, there was a problem with administering split tablet doses (e.g., 0.5 tablet) in the cabinet system. For example, a 0.5 tablet dose of entresto was not available due to a quantity error. A similar issue occurred with 0.5 tablets of levodopa/carbidopa, even though 1.5 tablets of another version worked correctly. This indicated a possible programming issue affecting half-tablet doses. There were no adverse events or injuries reported based on this incident.